Manufacturer narrative:
Device evaluation: one used suspect device was returned for evaluation. The device was examined visually and the complaint was confirmed. The rotator was separated at the bond between the collar and the housing. A review of the device history record revealed no exception documents. The complaint database was reviewed and found no similar complaints for this lot number. The root causes of the failure are attributed to the manufacturing bonding process. Corrective actions have been implemented to address this type of failure. This subassembly was built prior to implementation of the noted corrective actions. Evaluation method: device history record was reviewed, complaint database was reviewed.

Event description:
The rotator on the stopcock broke during use. The injector was set at 750 psi at 2 ml/s. No harm or injury was reported.